Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, without finding anything wrong. The instrument worked as normal in the beginning of the surgery. The reason that best describes why instrument and cannula were removed together was that a pin was sticking out of the joint. The instrument did not collide with any other instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair surgical procedure, the force bipolar instrument suddenly lost function and could not be used normally. The instrument could not be withdrawn from the trocar for inspection but had to be withdrawn from the abdomen together with the trocar. The joint could not be withdrawn into the trocar. No previous incident prior to the injury. Changed to a new instrument and continued the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, without finding anything wrong. The instrument worked as normal in the beginning of the surgery. The reason that best describes why instrument and cannula were removed together was that a pin was sticking out of the joint. The instrument did not collide with any other instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the reported instrument suddenly losing function and could not be used normally with a pin sticking out at the joint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was connected to the erbe generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cables on in-house system, and passed energy delivery test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.